Manufacturer narrative:
Based on the details of the complaint the stent was successfully deployed but upon withdrawal back into the introducer sheath, the end of the catheter with the manifold hub separated from the rest of the catheter shaft. No images of the device were received and the device in question was not returned for an investigation. As such the complaint cannot be confirmed. A review of applicable device history records was conducted. There were no nonconformances noted during any of the device builds and no indications of any manufacturing defect that could have contributed to the issue. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022. H3 other text: device not returned.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device was received on (B)(6) 2022 after submission of final MDR on (B)(6) 2022. The device was evaluated and confirmed the reported event that the catheter hub disconnected from the catheter. Our findings indicate that the adhesive bond of the catheter shaft to the manifold hub was intact. The catheter shaft had been stretched 7 centimeters beyond the usable length specification for the catheter. This elongation of the shaft is due to the force imparted during the attempted removal of the device. The guidewire used in the case had a significant bend within the catheter and may have been a contributing factor during the withdrawal of the device back through the sheath. The balloon was in good condition and found not to be leaking. There was no fluid left in the balloon, but the balloon was not flat as would be typically seen if it had been fully deflated. This is logical, as the device was not received until 6+ months after the procedure, so it is possible any remaining fluid left in the balloon was no longer present. The inflation lumens and skives were found to be patent. We were not able to identify any evidence of a manufacturing defect. The results of the device evaluation are consistent with our prior conclusions; it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Catheter hub disconnected from the catheter while withdrawing from the patient.